Event description:
Open reduction internal fixation of left tibia occurred earlier this year. The patient returned to surgery a few months afterward for non-union and hardware failure. The 8-hole plate was removed.